Manufacturer narrative:
The esu was returned and thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. In addition, no issues were found in the device history record (DHR) for the device. In conclusion, no erbe equipment problem was found that would have caused or attributed to the event. There are many possible causes involved with the necrosis. Most likely the burn to the lower backside of the patient was a result of pressure (note: the patient's weight was significant) in combination with pooling of fluids (e.g., alcoholic disinfectant, blood, amniotic fluid, etc.) And the heating pad. Nonetheless, no conclusive determination could be made as to the cause of the incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that an electrosurgical unit (esu/generator) was used in a cesarean section (note: the third c-section for the patient.). No information was provided on the accessories that were used or the generator's settings. However, it was reported that the patient was placed on a heating pad. After the procedure, a necrosis of approximately 12 cm² was discovered on the right side of the patient at the coccyx. Also, a necrosis of approximately 9 cm² was discovered on the left side of the patient at the coccyx. The two affect area was red (1st to 2nd burn) and there were a total of 3 blisters. The area was irrigated, treated with wound ointment, and bandaged. Note: the unit and accessories were distributed by our parent company, (B)(4), to a hospital in (B)(6).